Event description:
This spontaneous case was received on (B)(6) 2014 from a consumer via company representative and concerned a female pt of unk age. The pt's medical history and concomitant medications were not reported. On (B)(6) 2014, the pt had two vials of sculptra aesthetic in the form of poly-l-lactic acid injected (location and dose unk) for unk indication. The batch number used was: a3076 and expiry date: nov/2016. The reporter stated that on the night after the sculptra injections (on (B)(6) 2014), the female pt started feeling ill and had a temperature of 103 degree fahrenheit. The pt also experienced sepsis and delirium. The pt was admitted to the hospital on (B)(6) 2014 for sepsis and delirium. She was given antibiotics (drug and dose unk). Later the pt was diagnosed with gastroenteritis. Outcome of the event was not recovered at the time of this report. The reporter did not provide a causality assessment. No further information was provided. Additional information has been requested for this report.